Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient has a rash and irritation all over her back and her front side. Patient reported only bruising, but no puss or blisters. There was no alleged device malfunction. The patient was recommended by a physician to remove the device and was prescribed a cortisone 1%. Follow up indicated that rash has improved.